Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm that occurred 1 hour prior to the call during use of intra aortic balloon on patient. User stated they had troubleshooted the alarm bu pressing start key. Currently pumping without any alarm. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).